Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor glucose versus blood glucose value differences on the insulin pump. Customer's blood glucose was 180 mg/dl. The customer was advised that sensor glucose and blood glucose meter readings will be close but rarely match due to how glucose travels in the body. The customer was advised that there maybe a larger differences after meals, bolus delivery or when arrows present on sensor graph. After the troubleshooting was done, customer was advised that we would send sensor replacement. The customer did not want troubleshoot anything else.